Manufacturer narrative:
(B)(4). Event date unk, batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please provide a timeline of events. How was the leak identified? The patient had abdominal pain. Upper gi at the ER said it was a gastric leak. How was the leak addressed? Medication was used no additional operation was needed. Endoscopy was preformed and fibrin glue was used at the site. What was the location of leak? Right below the esophagus. Near the fundus. What color cartridges were used throughout creation of sleeve? Green, green, gold, gold, blue and buttressing dr couldn¿t remember peri-strips or seamguard. What is the current patient status? Patient is doing well. Patient has been on tpn IV drips following the leak. I forgot to add the patient add the dr said the patient did admit to taking advil. I am not sure if that changes anything but the dr believes it does. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon had a leak in one of the gastric sleeves he performed. ¿doctor just nodded and would not add any information¿. Patient was fine after and they did not give me much more info. They used the harh45, plee60a, vst10 of ethicon¿s products.